Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract extraction/retinal procedure while the system was delivering air a system advisory was displayed and fluid was delivered instead. The surgery was completed using manual infusion. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the sm reported. The fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. The company service representative then attended several cases and confirmed that the extraction and fluid/air exchange (fax) appeared normal and solenoids were all functioning as intended with no sm displaying. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The fluidics module was received and a visual assessment of the returned sample showed that the t3 fitting feet of the lpas pump was broken. However, this was determined to be unrelated to the reported event. The lpas pump was replaced to continue evaluation and upon boot-up, the sm reported was replicated. Further evaluation determined a nonconforming cable assembly in the fluidics module. The nonconforming cable assembly was replaced and the sm no longer displayed. The root cause of the reported event can be attributed to nonconforming cable assembly in the fluidics module. The manufacturer internal reference number is: (B)(4).